Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-mar-2018 with the following findings: a review of the pump black box data showed evidence of one cs 064 call service alarm. During investigation, the pump was exercised for 24 hours with no call service alarms or warnings occurring. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a cs 064 call service alarm issue was duplicated. The complaint of a cs 064 call service alarm issue was shown the pump history but was not duplicated during investigation. Unrelated to the original complaint, investigation revealed multiple cracks in the battery compartment.